Event description:
Device malfunction: balloon rupture. Time of malfunction: during post-dilatation. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral and popliteal arteries, during post-dilatation the fox plus balloon ruptured at a low pressure. No excessive force was used. The balloon was removed without difficulty and post-dilatation was completed using another fox plus balloon. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.